Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor detached from the adhesive after less than one day of wear and she was therefore unable to monitor her glucose. Customer experienced sweating and a loss of consciousness and was treated by a doctor with a glucagon injection. There was no report of death or permanent injury associated with this event.